Event description:
It was reported while using bd safetyglide¿ needle the needle was clogged. This occurred 60 times. There was no report of patient impact. The following information was provided by the initial reporter: item: needles are malfunctioning, so far have had the issue with multiple needles from a box that was recently opened. Are you able to provide the date of event in format dd-mmm-yyy? May 1, 2023 through today (16-jun-2023) - are you able to provide the batch number? Lot #2188470, #2202913 - how many occurrences of needle(s) affected? At least 30 - are you able to describe in detail about the malfunction needles? The needles are clogged. Once we attach the needle to a syringe, we are able to pull back on the plunger only to have the plunger bounce back. If we are able to add air to a syringe and then attach the needle, we are unable to advance the plunger to dispel the air (or the medication). (Broken/dull/clogged/others?) - were the syringe/safety mechanism functionable? Yes - was issue being described noted before, or during used?both - any adverse events o.r serious injury reported to patient or healthcare professional? Had to administer medication again due to not being able to advance medication through needle - was there any patient involvement? On several occasions but not all - what was the patient outcome? Received another injection - was there any delay of, or change in, the course of treatment due to this event? No - what procedure was being performed? Injections - what medication was used in the procedure? Vaccines, mostly

Manufacturer narrative:
Investigation summary no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2188470 d4. Medical device expiration date: 30jun2027 h4. Device manufacture date: 07jul2022 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle the needle was clogged. This occurred 60 times. There was no report of patient impact. The following information was provided by the initial reporter: item: needles are malfunctioning, so far have had the issue with multiple needles from a box that was recently opened. Additional information from customer (16-jun-2023) are you able to provide the date of event in format dd-mmm-yyy? (B)(6) 2023 through today ((B)(6) 2023) are you able to provide the batch number? Lot #2188470, #2202913 how many occurrences of needle(s) affected? At least 30 are you able to describe in detail about the malfunction needles? The needles are clogged. Once we attach the needle to a syringe, we are able to pull back on the plunger only to have the plunger bounce back. If we are able to add air to a syringe and then attach the needle, we are unable to advance the plunger to dispel the air (or the medication). (Broken/dull/clogged/others?) Were the syringe/safety mechanism functionable? Yes was issue being described noted before, or during used?both any adverse events or serious injury reported to patient or healthcare professional? Had to administer medication again due to not being able to advance medication through needle was there any patient involvement? On several occasions but not all what was the patient outcome? Received another injection was there any delay of, or change in, the course of treatment due to this event? No what procedure was being performed? Injections what medication was used in the procedure? Vaccines, mostly